Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead (B)(6) 2005. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) experienced a soft reset, resulting in a change of pacing mode. The ipg was programmed back to the previous mode and remains in use. No patient complications have been reported as a result of this event.